Event description:
Plaintiff reports bilateral implantation 3/3/82 with explant date not given. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.